Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not be interrogated. More than one programmer was tried. The physician elected to replace the ICD. The device was returned to boston scientific and device analysis is in progress. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened, and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not be interrogated. More than one programmer was tried. The physician elected to replace the ICD and it is expected to be returned to the manufacturer for analysis. No additional adverse patient effects were reported.